Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube sst ii plh 13x100 5.0 plbl ce nat had underfill. This occurred on 60 occasions during use. The following information was provided by the initial reporter: material no: 368970 batch no: 8025616 it was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals. Event description per email states: as part of CAPA, we sourced bd vacutainer® sst 5.0 ml, 3.5 ml and 6.0 ml tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tube sst ii plh 13x100 5.0 plbl ce nat had underfill. This occurred on 60 occasions during use. The following information was provided by the initial reporter: material no: 368970 batch no: 8025616 it was reported that bd testing indicates both nominal and maximum dosed bd vacutainer tubes did not meet the product specification for draw volume of -19% of labelled draw at test intervals. Event description per email states: as part of CAPA, we sourced bd vacutainer® sst 5.0 ml, 3.5 ml and 6.0 ml tubes which were sterilized at nominal (~22.6 kgy) and maximum dose levels (~32.3 kgy) for draw volume testing. The testing indicates both nominal and maximum dosed bd vacutainer® sst 5.0, 3.5 and 6.0 ml tubes did not meet the product specification for draw volume of -19% of labelled draw at below mentioned test intervals.